Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was explanted due to infection. It was unknown whether the infection was caused or contributed to by their implanted system. The ICD was replaced by aveir leadless pacemaker (lp). It was later found that the capture threshold increased, resulting in loss of capture. The lp was then explanted and replaced. The patient was stable.